Manufacturer narrative:
Corrected data: e2 & e3: (both fields were inadvertently omitted from the initial report) this report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent proximal end and broken optical lenses could not be identified. However, it's likely, the cause is related to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "oes elite", has a small chip out of the end of it. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a broken optical lens and a bent proximal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.